Manufacturer narrative:
Labeled for single use and reuse. No conclusions can be drawn.

Event description:
While attending conference of association for ocular infection, the following info was presented. In 2006, the pt went to eye clinic near by due to having foreign body sensation. Nine days later, the pt came to the ophthalmology clinic at medical center. The pt's va was 0.15 (20/130). The pt was diagnosed with acanthamoeba keratitis. Treatment: corneal scraping and the following eye drops: chlorhexidine 0.02%, fluconazole, antibacterial agent, atropine, pimaricin ointment and po itraconazole. The pt had continuous treatment at an ophthalmology clinic at medical center. The pt's va recovered to 1.2 (20/20+). The treating ecp reported that the pt did not handle the contact lens solution as directed. Product info not provided. No add'l info provided. MDR events are reviewed at quarterly management review meetings.